Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the device triggered an alert showing the right ventricular (rv) lead exhibited high sensing integrity counter (sic), artifacts and several non-sustained ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.